Manufacturer narrative:
The insulin pump was received with a button error alarm due to corroded keypad traces. The pump was received with a scratched lcd window. The pump was received with a cracked case at the display window corner. The pump was received with cracked battery tube threads, a cracked reservoir tube lip, a scratched reservoir tube window, and a missing end cap sticker. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported that after a 10 hour restart, the insulin pump worked without an alarm. Customer stated that the button needed to be pushed very hard and a few times. Customer's last blood glucose was 180 mg/dl. Customer was at school during the call and confirmed that they have a back-up plan. The insulin pump will need to be replaced.